Event description:
Pt had a flexiseal placed in 2009. To ltac at approx 2 weeks later. Readmitted to ICU about 2 days later for low grade gi bleed. Pt on heparin gtt and balloon had 60 ml in reservoir. Diagnosis: diarrhea. Event abated after use: yes. Inserted in 2009. D/c/ at approximately 21 days later.